Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. Unit was downloaded, however no relevant alarms were noted to cause for open book. The pump was cut open to perform a visual inspection, and evidence of moisture damage was found on the electronic assembly, isolated to the electronic stack. During visual inspection, the following cosmetic damages were found: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, serial number label missing, cracked battery tube threads, cracked case, cracked battery tube, cracked corner of belt clip rails, broken battery cap, and missing battery cap contact. In conclusion, the critical pump error (open book image) alarm was confirmed, and the problem was isolated to the electronic stack due to corrosion. Customer allegation of damage to the battery compartment was confirmed when a cracked battery tube threads, cracked case, cracked battery tube, and cracked corner of belt clip rails were noted. However, customer allegations of a no delivery/occlusion alarm, charge/battery lasts less than expected, and keypad anomaly were all unknown due to the open book alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump is cracked on battery side from bottom to top, buttons are less responsive, stuck button message often, batteries last less than 7 days, insulin flow blocked messages. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884l, unk_reservoir. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a crack on the back of the pump battery tube side. The damage was affecting/impacting pump functionality. The customer reported a past insulin flow blocked event. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for unomedical, unk_reservoir. Mmt-1884l was requested, and the customer response was the device will be returned.